Event description:
The customer reported that she was hospitalized for a day due to having high blood glucose levels and being dehydrated. She was given fluids and potassium.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.